Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units and remained static at 105 units. There was no impact to the customer's blood glucose level. Although requested by tandem technical support, no further information was provided on the reported event.